Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a communication error with an olympus colonovideoscope during a pre-use inspection. No patients were involved.